Event description:
Patient had an iliac bypass graft to the kidney which had been stented. The physician thought the wire guide may have went into the interstices of the stent. Upon attempted removal of the sheath, the radiopaque band apparently became trapped by the interstices of the stent and sheared off. Attempts to retrieve were unsuccessful and a decision was made to assure tip was lodged in a safe place, the superficial femoral artery.